Manufacturer narrative:
Initial.

Event description:
It was reported that a cartridge in an ilet pump leaked after being filled with approximately 100 units of insulin with a reported blood glucose of 400 mg/dl and subsequent hypoglycemia after a manual insulin injection while still connected. The user confirmed an incorrect fill process in which the connector was placed on the cartridge before insertion, and the reservoir component was implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue in the reservoir and a device problem of leak or splash, with user technique noted during education. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.